Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that due to wear of post on the keel punches the attachment on handle wears and handle slips off during surgery even though set-screw is tightened.

Manufacturer narrative:
(B)(4). Investigation summary: functional evaluation of the submitted device could not replicate the reported problem. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.